Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Blood penetrated the lead in these areas. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead dislodged 4 months after implant with total loss of sensing and total loss of capture. There were no adverse patient events reported. Should additional information be received, this file will be updated.